Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump that contained pre-existing personal profile settings and basal rate. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.